Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to pump dimpling. During the procedure the existing pump was removed and a new component was implanted. The physician did not believe the pump malfunctioned; instead the physician thought the suture caused the dimpling. The patient did not experience any adverse events and was expected to fully recover.